Event description:
Cut on gum, pierces gums [gingival injury]. (Oral-b) head comes apart, it exposes the metal inside it [device breakage]. A (B)(6) female consumer via phone stated that while using the oral-b refill toothbrush head, it came apart, exposing the metal inside. It pierced and cut her gums. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.